Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient saw a eri (elective replacement indicator) on their ins. The patient was able to bypass the message and start a recharge session. Additional information received from the patient reported that in 2014 they had their ins explanted on (B)(6) 2014 due to a lead that went bad and 'kept loosing electrodes.'